Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's device suddenly went to elective replacement indicator (eri) and is not in end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.